Event description:
Pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump, and it was operating within specs at the time of release. There is no reported pump malfunction and after being released from the hosp the pt's physician increased the basal delivery rates and insulin pump therapy was resumed. The pt has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.